Event description:
An rn was attempting to remove the indwelling catheter post-mortem, but she was unable to deflate the balloon. She cut the foley tube proximal to the port; this action also did not deflate the balloon. The foley had to be removed with the balloon still inflated. Post-removal the catheter tubing was cut entirely and the balloon still did not deflate. FDA safety report ID# (B)(4). .